Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/23/2018. (B)(4). This report is related to a journal article, therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (vicryl suture, monocryl suture, dermabond) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, monocryl suture, dermabond) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Were the barbed suture an ethicon product? Product code and lot numbers of ethicon products used. Can specific patient demographics be provided for each of the subjects of this article?

Event description:
It was reported in a journal article entitled: total knee arthroplasty closure with barbed sutures. Authors: tom eickmann, md., erika quane, pa-c . Citation: j knee surg 2010; 23: 163 168. Doi: http://dx.doi.org/10.1055/s-0030-1268692. Total knee arthroplasty (tka) wounds have been closed in a variety of ways. The goal remains that the procedure should be performed quickly and the resulting closure should be secure, with good cosmetic outcomes and a low risk of infection. A retrospective study of tka were performed comparing wound closures completed using bidirectional barbed absorbable sutures for running closure of the retinacular and subcutaneous layers and wound closures completed using conventional absorbable sutures for interrupted closure of these layers and running closure of the subcuticular layer. A total of 165 patients (110 female and 55 male) met the selection criteria for the inclusion in the study. The patients were randomized into 2 groups: the conventional suture group (79 patients) and the barbed suture group (86 patients). In the conventional suture group, sutures were placed in the retinaculum (vicryl size 1 suture) and in the subcutaneous tissues (vicryl 2-0 suture) using an interrupted stitch and in the subcuticular tissue (monocryl 4-0 suture) using a running stitch. A dermabond tissue adhesive and a transparent film dressing were then applied with the knee still in 45 degrees of flexion. In the barbed suture group, the same tissue adhesive (dermabond) and dressing were applied for the skin closure. In the conventional suture group, reported complications included deep infection (n-1) which required polyethylene exchange and debridement, deep vein thrombosis (n-1), minor wound dehiscence (n-2), nerve palsy (n-1) which required ankle-foot orthosis, and superficial infection (n-1) which required debridement without arthrotomy. In the barbed suture group, reported complications included minor wound dehiscence (n-1), nerve palsy (n-1) which required ankle-foot orthosis, and superficial infection (n-1) which required debridement without arthrotomy. It was concluded that surgeries performed using bidirectional barbed absorbable sutures for running closure of the retinacular and subcutaneous layers were significantly faster than those performed with conventional absorbable sutures for interrupted closure of these layers, with no detrimental clinical effects. Additional information has been requested.